Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the sjm representative was unable to establish communication between the patient's ipg and the charging system. Per the sjm representative, the ipg appeared to be tilted in the pocket. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the ipg which reportedly resolved the issue.